Event description:
It was reported that the customer was hospitalized due to high blood glucose of 558mg/dl. The customer stated that she was not entering the amount of carbohydrates in her corrections. Initially, the mother called for assistance to understand how the bolus wizard calculate a bolus, and then the mother mentioned that her daughter was hospitalized. Explained the caller that the helpline would assist her in any programming changes she needs help with. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.